Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was occluded . The following information was received by the initial reporter with the following verbatim liquids are very difficult to spray through the tubing. When did the incident occur? During use. In the emergency department, in the its and in endoscopy, there have been an increasing number of problems, regardless of which fluid was administered.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information.

Manufacturer narrative:
D4. Medical device lot #: 22049334, d4. Medical device lot #: 22049335, d4. Medical device lot #: 22049314. One hundred and sixty-three mz9277 samples were received in sealed packaging for investigation of (B)(4) (79x lot 22049314, 49x lot 22049334, and 35x lot 22049335), in which the customer has stated: "liquids are very difficult to spray through the tubing." Ten samples from each received lot were picked at random and subjected to functional testing using a 5ml bd luer slip syringe and a 50ml bd plastipak luer lock syringe from stock; no occlusion or flow restriction was observed throughout testing of the returned samples with either syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22049314, 22049334, and 22049335 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, this is a microbore tubing set, the smaller bore of the tubing means that a higher resistance is placed upon the fluid during infusion, especially at a higher infusion rate. This can translate into an increased force being required to manually prime or inject into the infusion line. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz9277 product in the past 12 months.